Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-jun-19, information was received from a patient via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having extreme pain when the scs was on. The patient reported pain in the kidneys, stomach, and side. The patient went to the ER and had some labs, tests and scans which were all reported to be normal. The patient has left the stimulation off. The manufacturer representative was able to reprogram the device and the patient was able to get coverage in their low back and leg. The patient no longer felts uncomfortable stimulation and the issue was resolved. No further complications are anticipated. On (B)(6) 2019, additional information was received from the patient reporting that last night they were getting electrocuted. The patient stated that they would like their whole device taken out. The patient indicated that they had gone to the hospital in (B)(6) for back pain and they called in a specialist who checked the implant and stated that the stimulator was ¿doing nothing so they turned it off and things were better. The patient stated that the specialist said the device was hooked up wrong. The patient stated that the healthcare provider (hcp) recommended surgery again but the patient stated that they could not handle being cut open again. It was reported that the adjustments were done last (B)(6) 2018. The patient elaborated by stating that someone turned off ¿four of the leads because the doctor hooked them up wrong, but they stated that the other 12 were on. The patient noted that their kidneys and bladder were being affected, so last may was when the device was turned off, which solved the issue with the kidney and bladder and so forth. However, last night the patient stated that they tried to see if they could get relief from the other 12, and within 2 hours, they had electrical current shooting through like no tomorrow and were being electrocuted again. The patient stated that last night their body was tingly when they went to bed with the device on at 1.70 and by 11pm they were getting shooting pain down their legs and cramps, so they turned it off and the pain went away. The patient stated that this was through their whole body and affected everything. The patient stated that they assumed there was a short in the stimulator. The patient turned off the stimulator and stated that it had since been off, and they were not having the electrocution sensation. The patient stated that they called the doctor after their visit, but only got through to a nurse. The patient said that the hcp stated that they don¿t make mistakes. The patient stated that they were currently seeing an hcp who prescribed them oxy (oxycodone) and percocet and would continue to take those until they could be seen in wisconsin. The patient stated that they had an appointment for (B)(6). The patient mentioned that the doctor put the device in 14 inches and should have been 4. Patient services tried to clarify this however the patient did not elaborate. The issue of the device not being put in correctly had occurred since implant. An email was sent to a local manufacturer representative (rep) on the patient behalf to reach out to them regarding the shocking through their body and wanting the ¿whole thing taken out¿ being ((B)(6) 2019). No further complications were reported/anticipated.